Manufacturer narrative:
Based on new information received, this event is no longer considered a serious injury as a first degree burn was noted and no intervention was needed to treat it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported first degree burn was due to not drying the application site. The IFU states to clean and dry the application site prior to applying the pad.

Event description:
During a follow up procedure from a previous cervical radiofrequency ablation three weeks prior, a first degree burn was noted near the left flank. The burn was located under where the grounding pad had been placed and was approximately two inches in length and width. Prior to the patch placement, the patient had applied lotion to their skin and it was not removed. No intervention was needed to treat the burn and the patient is in stable condition. There no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since no batch number was provided. Based on the information received, the cause of the reported incident was due to improper prep of the pad. The IFU states to clean and dry the application site prior to applying the pad.

Event description:
During a follow up procedure from a previous cervical radiofrequency ablation three weeks prior a burn was noted near the left flank. The burn was located under where the grounding pad had been placed and was approximately two inches in length and width. Prior to the patch placement lotion was applied to the skin and was not removed. The patient is in stable condition.